Event description:
It was reported that the patient presented to the emergency department after receiving a shock. A remote monitoring transmission indicated that the patient has been treated for an episode of ventricular fibrillation (vf) that was detected during atrial tachycardia (at)/atrial fibrillation (af). The rhythm was suspected to be possible supra ventricular tachycardia (svt). The shock was suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.